Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported after 5 days of the implant procedure, this patient presented to emergency room with chest pain and shortness of breath. Echocardiogram was made and it confirmed that this right ventricular (rv) lead caused a perforation. The lead was outside the heart through the rv apex. The patient was transferred to another hospital. At this time, this rv lead remains in service. No additional adverse patient effects were reported. With all the available information, boston scientific concludes this lead appeared to have perforated the patient's heart. Attempts to obtain information have been unsuccessful. All points of contacts have provided no further information. Due diligence has been completed, therefore no further information will be sent.